Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the distributor replaced the drive manifold and the 5000 hr pm kit, the pumping on the cs300 intra-aortic balloon pump (iabp) could not be performed normally. There was no patient involvement.

Manufacturer narrative:
Event site postal code -(B)(6). A getinge field service engineer (fse) carried out various air circuit tests, and reinstalled the driver manifold, the values of which are not improved. Checked the 5000 kit pump head and found that the pp pump head is abnormal, he replaced pp pump head and kit 5000 hr prevent maint. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) after the distributor replaced the drive manifold and the 5000 hr pm kit, the pumping on the cs300 intra-aortic balloon pump (iabp) could not be performed normally. There was no patient involvement, and no adverse event reported.